Manufacturer narrative:
During redo pvi and right sides flutter ablation the halo catheter got trapped and entangled around the webster cs catheter. The physician was unable to pull out the catheters nor was he able to detangle them. A jugular approach with a fishing device was needed to evacuate both catheters from the body. The patient left operating room unharmed. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31323372m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a halo and webster cs and the devices were entangled with each other within the patient¿s body. During redo pvi and right sides flutter ablation the halo catheter got trapped and entangled around the webster cs catheter. The physician was unable to pull out the catheters nor was he able to detangle them. A jugular approach with a fishing device was needed to evacuate both catheters from the body. The patient left operating room unharmed.